Manufacturer narrative:
The suspect device was not returned for evaluation. A search of the complaint data base was performed and no similar complaints were found. The device history record was reviewed and no exceptions documents were found. A follow up will be submitted if the product returns at a later date.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reports that the dermal cuff on the centrosflo catheter disconnected from the tissue and migrated out of position. The physician replaced the catheter with a new one. No injury or adverse event to report.